Event description:
It was reported that during an implant attempt, the right ventricular lead was attempted but not used due high impedance. The lead was implanted and the impedance was high, physician attempted to unscrew the lead helix and was unsuccessful. Kept lead in spot for 15 minutes and impedance continued to rise. Went back and physician was able to unscrew the lead helix and remove the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.